Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that propofol 500mg/50ml "adult ICU sedation dose" infusion was ordered by the surgeon for a patient who was admitted to critical care trauma unit from emergency department. The infusion was programmed with an initial rate of 5mcg/kg/min for the usual maintenance dose and a maximum dose of 50mcg/kg/min. However, it was noted that the entire dose of 50ml was infused from 0710 to 0711. This has resulted in hypotension, from initial reading of 176/114 at 0709 to 77/47 at 0712 and an ultimate reading of 64/43. The patient required additional intravenous fluids to be administered as well as phenylephrine and norepinephrine in order to raise the blood pressure back up. Although requested, additional information was not provided.